Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up report will be submitted.

Event description:
A home patient (hp) contacted global technical services to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 5 of 6. The hp stated that she was connected at the time of the alarm and had not disconnected prior to the alarm. The hp stated all bags were properly spiked and connected and there were no patient extension lines in use. The hp confirmed there were no open clamps on unused supply lines and there was nothing unusual noted about the supplies. The technical service representative (tsr) advised the hp to inform the nurse of the event. The tsr reviewed proper procedures per the user manual with the hp. There was no injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The reported condition was not confirmed due to lack of sample. Based on the information obtained during baxter?s investigation, the root cause of the alarm was not determined. The batch review was not performed because the lot information was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).